Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit is not keeping the flow rate. There was no patient harm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the unit is not keeping flow rate. The unit was triaged and the reported issue could not be confirmed. The unit was tested and all readings were within specifications. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.